Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was having an episode of ventricular fibrillation (vf) when there was an over-current detection (ocd) due to the right ventricular (rv) lead. The first shock was inhibited due to the ocd, however the device successfully delivered therapy after automatically changing the shock vector. There were no patient consequences due to the event. The patient was listed for a vf ablation procedure and will continue to be monitored.